Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-03703, 1225714-2014-03704 and 2937457-2014-00015.